Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0294825. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: DHR review: the complaint gauge is 24g,assembly at auto line 2 in (B)(6) 2020, lot quantity is 186k. Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities. No actual sample and picture returned,the leakage status of the extension tube could not be confirmed, further analysis could not be done. Leakage test the 2 retained samples, all passed. Also check the extension tube of the sample no abnormality found.(refer to the test report) no same compliant was received from the complaint lot. Conclusion(s: no abnormal found on process,as no defective sample returned,further analysis could not be done,the root cause of leakage from the indwelling needle extension tube could not be determined. The plant will keep monitor this sort of defects."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2021, the nurse in charge injected the patient with an indwelling needle. When venting, the extension tube was found to leak, so it was replaced immediately.